Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 3.5. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the distal right coronary artery (rca) that was heavily tortuous, moderately calcified and 75% stenosed. After a non-specified guide wire crossed the lesion a non-abbott balloon catheter was used for pre-dilatation. The nc traveler rx 5.0 x 8 mm balloon delivery catheter (bdc) was advanced to the lesion but met resistance during advancement due to the tortuous anatomy. The balloon was inflated one time at 14 atmospheres with no anomalies noted, but when negative pressure was pulled for 20 seconds the balloon only partially deflated. The balloon could not be pulled into the guiding catheter and the guiding catheter and the balloon catheter were removed out of the anatomy as a single unit. A new 4.5 x 8 mm nc traveler balloon catheter was used and a xience was deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported deflation issue could not be confirmed. The difficulty to remove and resistance complaints could not be replicated in a testing environment as they are based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.